Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Technical services sent the customer an expiration date letter.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes were used after expiration. This was discovered after use. The following information was provided by the initial reporter: material no. 367862 batch no. Unknown it reported that expired tubes were used. Samples were drawn and sent for processing and it was discovered the tubes were expired. Date of event is unknown. Called the customer back to clarify which expired tube was used. He verified that it was an edta tube. He clarified that he meant an additive that prevents clotting, not a clot activator. He stated that he used about 10 tubes, and the results were not abnormal. Spoke with the customer. He had tubes that have been expired for a few weeks. He wanted to know if it was ok to use them, since there was only clot activator in them. I responded that bd does not recommend using the tubes past their expiration date. I sent him the expiration date letter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes were used after expiration. This was discovered after use. The following information was provided by the initial reporter: material no. 367862 batch no. Unknown. It reported that expired tubes were used. Samples were drawn and sent for processing and it was discovered the tubes were expired. Date of event is unknown. Called the customer back to clarify which expired tube was used. He verified that it was an edta tube. He clarified that he meant an additive that prevents clotting, not a clot activator. He stated that he used about 10 tubes, and the results were not abnormal. Spoke with the customer. He had tubes that have been expired for a few weeks. He wanted to know if it was ok to use them, since there was only clot activator in them. I responded that bd does not recommend using the tubes past their expiration date. I sent him the expiration date letter.